Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the meter was not giving correct readings. The customer's blood glucose was 26 mg/dl at the time of incident. The customer stated that she check the blood glucose with a different meter and showed that her blood glucose was 80 mg/dl. The customer stated that she has not eaten yet when the event happened. The insulin pump will not be returned for analysis.